Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 422.256s, lot: 41p0767, manufacturing site: (B)(4), release to warehouse date: feb 24, 2020, expiry date: feb 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial conformance, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient, who had the artificial bone head stem in the body, underwent the surgery for femoral shaft fracture with the plate in question. On (B)(6) the surgeon performed the additional surgery with the cable and lag screw because he thought that the fixation was not enough. On an unknown date, the plate was broken. On (B)(6) the patient underwent the revision surgery. In the revision, the surgeon removed the plate and implanted new implants (manufactured by zimmer biomet). The surgery was successfully completed. No further information is available. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) ti lcp distal femur plate 11 holes/276mm/right-sterile. This is report 1 of 1 for (B)(4).